Event description:
It was reported the customer received a blank display after replacing their battery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting also found the customer's battery compartment was not damaged or corroded. The customer's alarm history also showed a battery out limit alarm and a low battery alert. Customer was advised this was normal insulin pump behavior. Customer's blood glucose was 218 mg/dl. The customer will be sent a replacement battery cap. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.